Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced high blood glucose. The customer blood glucose level was 525 mg/dl then it went down to 473 mg/dl. The customer stated that the insulin pump had insulin flow block alarm. The customer stated that insulin exited. The customer decline troubleshooting for high blood glucose. The customer stated that the cannula was bent. The insulin pump will not be returned for analysis.